Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000316422 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (4.3mm) did not fully release from casing prior to surgeon placing in patient. Device did not make contact with patient. Device malfunction, that is, the device did not do what it was supposed to do.